Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 876 mg/dl. Customer reported vomiting and feeling lethargic prior to the hospitalization. Customer was treated with IV drips at the hospital. Customer also reported being off the insulin pump two days prior to the hospitalization. Customer's current blood glucose reading is 190 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.